Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event: a constrained liner detailed above was implanted successfully into the pinnacle cup as per surgical technique, however when reducing the femur to introduce the femoral head into the liner it was noted by the surgeon that a section of the liner that sits proud of the pinnacle shell had doubled back on itself and impeded the femoral head from entering the constrained liner and causing damage to the constrained liner. It was commented by the surgeon that the strength of the polyethylene should not allow this to happen. The liner had to be removed ¿ with great difficulty ¿ greater damage was caused to the liner on removal as a section had to be cut with osteotomes to release it from the cup. A new constrained liner was inserted and surgery was completed. Surgery time was extended by 45 mins approx.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: examination of the returned device has not identified product error regarding the reported event. It has been returned badly damaged from the extraction process. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : 751757. Device history batch: null. Device history review: no deviations or anomalies identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Retracting (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.